Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract after use. The following information was provided by the initial reporter: "staff report that needle did not retract following use. Needle was disposed of in sharps container without further incident. No staff or patient injury."

Manufacturer narrative:
H6: investigation summary (B)(4) samples were received by our quality team for evaluation. Visual observation found that the units had all components present and intact. After observation, the team confirmed that there are no abnormalities or damage to the devices or their components that could hinder the needle from retracting. Functional testing for needle retraction was conducted by breaking tip adhesion and depressing the activation button at which point the needles fully retracted as expected. Therefore, the team was not able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract after use. The following information was provided by the initial reporter: "staff report that needle did not retract following use. Needle was disposed of in sharps container without further incident. No staff or patient injury."